Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with bilateral lower extremity deep vein thrombosis, massive bilateral pulmonary embolism with severe coronary pulmonary, hemodynamic compromise and high risk for prolonged anticoagulation due to abnormal uterine bleeding. Approximately four years and eight months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter tilted and filter struts extended beyond the lumen of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two years three months of post deployment, the patient presented with chest pain. On the same day, a computed tomography angiography (cta) chest with and without intravenous contrast showed no evidence for central pulmonary embolus. Around, two years and four months later, a computed tomography (CT) abdomen and pelvis without contrast showed that a bard inferior vena cava filter was present within the inferior vena cava. The proximal tip of the filter was present at the mid l2 level and inferior extent at l3 vertebral body. A total of 6 prongs had perforated through the inferior vena cava. Maximum distance prong perforated through inferior vena cava was 4.08 mm. The outer most struts of the filter extended beyond the lumen of the inferior vena cava. Grade 3 perforations of 11, 12 and 1 o¿ clock struts to the duodenum were noted. The remaining struts extended into the extra luminal fat, that surrounded the inferior vena cava. No fluid collection or other complication identified. There was 16.03 degrees of sagittal tilt and 11.29 degrees of coronal tilt. The apex of the filter did not touch the wall of inferior vena cava. There was no migration. There were no definite fracture or missing struts seen. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2017). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with bilateral lower extremity deep vein thrombosis, massive bilateral pulmonary embolism with severe coronary pulmonary, hemodynamic compromise and high risk for prolonged anticoagulation due to abnormal uterine bleeding. Approximately four years and eight months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter tilted and filter struts extended beyond the lumen of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.